Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service visited the account after the event and started system up and carried out calibrations. Went into laser diagnostics and motor diagnostics, error was found withall motors. Tested the system but after set soft motor limits was unable to duplicate the problem. Replaced parts. Carried out various stress tests of the laser in customer software and service software for a number of hours and was unable to duplicate any fault. Ran a lens calibration, checked all calibrations, no artefacts. Checked system performance. System meets amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that laser has red error message of 'laser communication lost' 2.7 seconds after treatment started on right eye. The treatment was schedule to be 32 seconds. No loss of best corrected visual acuity reported. Procedure was aborted and patient was re-scheduled for next day for idesign lasik. Treatment was successfully completed the next day as planned. No bandage contact lens used. Surgeon has no concerns. Un-aided visual acuity (uava) 6/4-1 in both eyes. Surgeon does not believe it was caused by equipment or patient interface.